Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture during telemetry due to loss of slack which was confirmed via x ray. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.